Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.474 miu/ml and was reported outside the laboratory. On (B)(6) 2017, the same sample was repeated and the result was 369.9 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 179825. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As no information was provided, preanalytical issues could not be excluded. Typical root causes for this type of event include issues with sample quality or insufficient analyzer maintenance. The analyzer alarm trace was inconspicuous and did not indicate any issues. The analyzer performance testing was acceptable. Based on this data, no general analyzer issues was evident. The calibration signals were found to be very low and had a significant signal shift in (B)(6) compared to (B)(6). The qc target values and ranges were not provided, but the overall qc recovery seemed to be acceptable with low variation. Based on this data, no general reagent issues was evident. The environmental conditions of the laboratory were acceptable.